Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for scheduled follow-up on (B)(6) 2017. Upon device interrogation, the right ventricular lead exhibited an increase in capture thresholds, a decrease in r-wave amplitude and low pacing impedances due to micro-dislodgement. The lead was successfully repositioned on (B)(6) 2017 without adverse event. The patient remained stable prior, during and post procedure.